Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. The lot number is unknown, therefore, a batch review will not be performed. A 510k number cannot be provided in this report because the product code is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Event description:
It was reported that on (B)(6) 2010, the homechoice machine alarmed a 2240 alarm (air in set) during dwell 5 of 5. The patient was connected to the device at the time of the alarm and did not disconnect at any time prior to the alarm. All bags were properly spiked and connected. A leakage was noted on the supply bag. The technical service representative (tsr) had the home patient (hp) disconnect. No patient injury or medical intervention was reported.